Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed

Event description:
It was reported that the patient reported drive line power fault alarm that had been occurring over three days. Patient called on-call vad coordinator (vc) with the alarm and vc told the patient to unplug driveline (dl) from controller and plug back in to clear that alarm while on phone. The patient disconnected and alarm cleared. Same alarm occurred the following day multiple times and patient unplugged and reconnected dl to clear the alarm; however, it was advised that the patient was mis-instructed because disconnecting the driveline should only be done at the hospital by a trained staff member. The patient was advised to go to the hospital to have device interrogated. Log file submitted revealed power b fault alarms. Modular cable and controller replacement may be required to potentially resolve the issue. While in the emergency room, there were reports of minor cosmetic damage to the jacket of the modular cable as well as a history of twisting. A modular cable and system controller exchange was successfully performed which cleared the alarms. No additional information provided. The patient's system controller exchange was reported under MFR # 2916596-2021-05093.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed. The log files spanned approximately 1 days (15aug2021 to 16aug2021 and 23aug2021 per the timestamp). A driveline power fault activated throughout the log file due to a broken power b fault. When the alarm first activated on the log file, the current sense for a was ~0.252 and the current sense for b was ~0.001. The alarm resolved shortly after disconnecting the driveline on 16aug2021 at 11:41 for a controller exchange. The alarm did not affect the controller¿s ability to operate the pump at the set speed limit. No other notable alarm was observed. The returned modular cable was functionally tested and failed. Further troubleshooting of the cable revealed a severed red wire as well as an exposed conductor on the orange wire. Multiple attempts were made to obtain additional information regarding the event; however, no response was received. A root cause of the reported event was determined to be severed wire; however, the root cause of the severed wire was not determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including driveline power fault. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the modular cable. The device history record cannot be reviewed as the serial/lot number of the device was not available. No further information was provided. The manufacturer is closing the file on this event.